Event description:
It was reported that a charge time of 19.9 seconds was observed. Charge time could not be reduced with capacitor maintenance. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported extended charge time could not be confirmed in the laboratory. The device was tested on the bench and on our automated testing equipment and was found to be normal. No anomaly was found. The cause of the extended charge time could not be determined.